Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the black box did not show evidence of short battery life. Visual inspection confirmed battery compartment cracks in two areas with a section missing in the battery compartment thread area. The returned battery cap was unable to fully tighten, however the pump did power on with the returned cap. Current draws were found to be within required specifications. The pump successfully completed a rewind, load, and prime sequence with no issues occurring. The pump casing was removed and there was no evidence of moisture or loose components found. The complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored.